Event description:
It was reported the programmer sometimes does not recognize device or loads another device software. The recovery disk did not fix. The programmer was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed devices are not recognized due to a loose rf (radio frequency) connector on the programmer. Analysis also found the ECG (electrocardiogram) connector is also loose on a printed circuit board assembly. It is noted analysis was unable to confirm programmer loads another device software however device has been exposed to moisture as widespread corrosion has been found on and within the programmer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.